Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 507 mg/dl, 427 mg/dl, and 385 mg/dl. A result of 110 mg/dl was obtained on customer's compact plus system within 10 minutes of the reported results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20726910, expiration date 09/30/2011). (B)(4).